Event description:
It was reported that prior to implant, this implantable cardioverter defibrillator (ICD) could not be identified for interrogation, by two different compatible programmers. A different device was able to be identified and successfully interrogated by the same programmers. There was no patient involvement and the device was never in service. The device has been returned and analysis is pending. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was received in the shipping box with the sterile tray seal intact. The device was removed from the sterile tray and visual examination of the device header and case noted no anomalies. The seal plugs are intact, and the header set screws operate normally. The device exhibited no telemetry activity when analysis was started. The titanium case was then opened. Internal visual inspection noted no anomalies. The battery was removed from the case and isolated from the integrated circuit (ic). An external power supply was connected to the ic for further analysis. The ic assembly was left under external power overnight and telemetry operations were observed to be normal. Battery analysis was also performed, and there were no irregularities. The cause of the lack of telemetry activity observed in the field and upon the start of laboratory testing could not be established as telemetry function began to operate normally during analysis.

Event description:
It was reported that prior to implant, this implantable cardioverter defibrillator (ICD) could not be identified for interrogation, by two different compatible programmers. A different device was able to be identified and successfully interrogated by the same programmers. There was no patient involvement and the device was never in service. The device has been returned and analysis is pending. This report will be updated with pertinent information upon completion of analysis.